Event description:
A malfunction was reported on the customer's pump, identified by malfunction code 12. There was no adverse impact to the customer's blood glucose level. The support team provided information to reset the pump, but the malfunction code recurred afterward. Consequently, the customer was advised to use multiple daily injections (mdi) as a backup insulin delivery method. A replacement pump was arranged, which comes with updated software.